Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they experienced high blood glucose and had a blank display. The customer¿s blood glucose level was 428 mg/dl at the time of the incident. Customer reports blank display after receiving new battery cap. The customer was assisted with troubleshooting and the display did not return. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.